Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10 ml ll eurographics contained foreign matter. The following information was provided by the initial reporter: "facts: there was a piece of plastic in the syringe when trastuzumab sc was sampled. Preparation redone with new vial and syringe. The incriminated device was retained for expertise. This incident forced us to destroy a preparation of trastuzumab sc (cost (B)(6), we would like a commercial gesture from you. No consequences for the patient, the preparation has been put in quarantine. The device is contaminated with chemotherapy."

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. The photos depicted a single loose used 10ml syringe with its stopper in the bottom out position and some type of red adapter attached at its luer end. A foreign matter particle was observed on the stopper surface. The fm was an elongated single piece, either white or light grey in color, larger than level 3 in size. The fm appeared to be opaque and had an appearance of being cut and roughness on some of its sides. The barrel is composed of polypropylene plastic, which is a clear material. The fm does not appear to match this material in its appearance based on the two photos provided. It is possible it could be a foreign body introduced during syringe¿s manipulation, such as a piece of a vial stopper or something else. Without further analysis, it is not possible to confirm that this foreign matter originated during syringe manufacturing process and not during its manipulation. Since the reported defect was not identified, no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that syringe 10ml ll eurographics contained foreign matter. The following information was provided by the initial reporter: "facts: there was a piece of plastic in the syringe when trastuzumab sc was sampled. Preparation redone with new vial and syringe. The incriminated device was retained for expertise. This incident forced us to destroy a preparation of trastuzumab sc (cost 1200 euros), we would like a commercial gesture from you. No consequences for the patient, the preparation has been put in quarantine. The device is contaminated with chemotherapy."